Event description:
Patient was revised to address pain.

Manufacturer narrative:
Examination was not possible, as the products were not returned. The investigation was limited to the information provided, as the lot numbers required to review the device history records was not provided. A search of the complaint database found no prior reports for this product code. Provided information marked on the device experience report is marked that the products are not suspected of failing to meet specifications or contributing to the reported event. The investigation could not verify or identify any product contribution to the reported event. Based on the investigation, the need for corrective action is not indicated. Depuy considers the investigation closed. Should any additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.